Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized. Blood glucose at time of the emergency room visit was 500 mg/dl. Customer stated the issue occurred during his cardiac rehabilitation where his blood glucose started at 169 mg/dl, then went up into the 300 mg/dl and then up to 500 mg/dl. Customer was wearing the insulin pump at the time of the hospitalization. Customer has received a replacement insulin pump and requested assistance with programming it. Customer was in the emergency room when his old insulin pump failed. Customer was assisted on turning the meter option and programming the meter ID. Customer tested his blood glucose and value was sent over to the insulin pump. Nothing further reported.